Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the controller (con316640) was not returned for evaluation. Review of the event log file revealed three (3) controller power up events logged on 09/jan/2021 at 06:15:10, on 19/feb/2021 at 11:04:40, and on 14/mar/2021 at 02:46:33. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the power up events on 09/jan/2021 and 19/feb/2021 were not available. The data point recorded prior to the loss of power on 14/mar/2021 revealed that bat901868 was connected to power port one (1) with 43% relative state of charge (rsoc) and bat855951 was connected to power port two (2) with 100% rsoc. The data point after the loss of power revealed that bat901868 was connected to power port one (1) and bat855951 was connected to power port two (2). No anomalies were observed leading up to the loss of power on 14/mar/2021. The controller was without power for 12 seconds, 9 seconds, and 26 seconds, respectively. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of log files revealed losses of power to the controller. The controller remains in use. No patient complications have been reported as a result of this event.